Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/ or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA (B)(4). Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore no DHR (device history record) review for this individual asr component will be carried out at this point in time. (B)(4).

Event description:
Asr revision: asr hip resurfacing, right hip. Reason for revision: patient experienced pain and loosening of the cup. Doi: (B)(6) 2009. Dor: (B)(6) 2018.